Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Product ID: 3889-28, lot# va05bfn, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient noticed a return of symptoms 3 days prior to report. The patient had no falls or trauma at the time. The patient increased the device stimulation from 1.2 v to 1.4 v and was feeling it "strongly but comfortably" and was going to leave it on the setting and track symptoms. Approximately 2 weeks later it was reported the patient had a loss of therapeutic effect. The patient increased device stimulation from 1.4 v to 1.6 v and was going to track symptoms. It was stated that a week prior the patient "felt like she had a urinary tract infection (uti)" and had noticed her urgency started to come back. The patient had contacted her health care provider but was forwarded to the manufacturer. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received which reported that the patient was still having concerns regarding device or therapy but was working with a manufacturer's representative or healthcare provider. An appointment date of (B)(6) was noted.

Event description:
Additional information received reported that the patient still had a loss of therapeutic effect. It was noted the patient had urge incontinence and had been experiencing contact urinary tract infections and was ¿finally¿ clear for now and would like to adjust programs. It was stated that the patient could feel stimulation at 1.8 volts, and would track symptoms at this setting.

Event description:
Additional information reported that the patient was not ¿having luck¿ in the last 2 to 3 weeks regarding therapy relief from their implantable neurostimulator (ins). The patient had tried program 1 at 2.3 v (setting on (B)(6) 2013) and increased to 2.6 v but noted that the stim was ¿too much¿, then tried setting 2.5 v (¿too much¿), and then 2.4 v (again too much¿). The patient stated that the stim was going to their right foot. The patient reported a low battery icon on the programmer unit. The patient changed to program at 1.2v. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).